Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having eye irritation, nose irritation, skin irritation, respiratory tract irritation, asthma (new or worsening) and cancer. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam the reporter alleged of having eye irritation, nose irritation, skin irritation, respiratory tract irritation, asthma (new or worsening) and cancer. No additional information can be requested at this time. During the investigation pil observed the control knob and sd card cover were missing. A small amount of dust-like contamination was observed throughout the exterior of the device, top cover, bottom enclosure, left and right-side panels, and in the air inlet. Scratches were observed on the bottom and rear of the bottom enclosure. Potential hair-like particles were observed stuck interior side of the ui panel, to the top and bottom of the lcd, on the pca, around the control knob area, underneath the left side panel, on the blower cap, on the interior side of the iso port, and all over the sound abatement foam. Dust-like contamination was observed on the interior side of the top cover, on the pca, underneath the left side panel, on the blower cap, iso port, and around the walls of the bottom enclosure. The issue of degraded sound abatement foam is addressed by CAPA 7211. Photos attached. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination the device and are consistent with being from an external source. Evaluation method code, evaluation results code and conclusion code grid has been updated.